Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that there were non-sustained oversensing episodes on the right ventricular lead. The patient was brought into clinic and a chest x-ray was performed, showing that the lead had mild externalization. All lead parameters were normal and stable during this check. No intervention was performed. The patient was stable and would continue to be monitored.